Event description:
It was reported by the pt that he is experiencing sweats and light stomach cramps.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.